Event description:
Additional information: the health care professional (hcp) was concerned about the patient¿s high drug dose. The high dose was making the hcp suspect that the catheter may not be completely patent. The goal was to titrate the patient down to 2.4 milligrams/day.

Event description:
It was reported that a catheter problem was suspected. The catheter patency/function was going to be confirmed at routine pump replacement. It was noted that a catheter revision was "likely." There were no patient symptoms or adverse event reported. The patient was taking oral pain medication and was going to be admitted to the hospital following surgery for observation. The device system was used to deliver morphine, bupivacaine (marcaine) and baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the patient presented with meningitis, bacteremia, and frank pus. The patient was confused, had a fever, and displayed some hemodynamic instability. In addition the patient had severe withdrawal effects of baclofen. The patient was hospitalized. It was questioned if this infection occurred due to contamination at a refill. The patient¿s outcome was noted as recovered without sequela from a serious life threatening injury/illness. The patient¿s pump and catheter were explanted.

Manufacturer narrative:
Product ID 8711 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2012; product typ catheter; product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2012; product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).